Event description:
Caller reported damage to tandem charging cable, which led to charging supplies becoming non-functional. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the damaged charging supplies with a shipment set to arrive within two days. Cts to replace pump. Customer will continue to use current pump.